Event description:
A 2.5mm diameter x 16mm length medtronic ave d114 ptca balloon catheter was inserted into the right coronary artery. The balloon ruptured upon the first inflation at 3atm of pressure, by evidence of blood in the indeflator. The balloon catheter was removed and another balloon was used to treat the target lesion. There was no report of any injury to the pt. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.